Event description:
The ve left ventricular assist device was implanted in 1999. 18 months later, the MFR was contacted concerning the pt's complaining that the pump feels different. Investigation in the hosp revealed that the lvad was running in basal rate intermittently. Waveforms from the lvad motor were sent to the MFR and revealed a wire break in the lvad percutaneous tube. It was determined that the pt was not a candidate for a percutaneous tube repair due to apparent valve insufficiences. As a result, the pt was placed on the high priority transplant list and switched to pneumatic back up. Six days later, the ve lvad was being driven pneumatically, the pt had been anticoagulated and was reported to be doing well.